Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received results of 23 mg/dl, 161 mg/dl, and 161 mg/dl all within 10 minutes. No adverse event reported, returning and replacing meter and strips.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.